Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 09/24/2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient phoned technical services and reported a back x-ray taken approximately 3 years 10 months post implant has identified a bulge within the stent graft.